Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons had a delay response when pressed. Customer¿s blood glucose was unknown at the time of incident. Customer also reported to have received a sensor error and a change sensor alarm and troubleshooting was performed and completed. Insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with all buttons responding properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was programmed with a test guardian 3 link and a test transmitter. The pump communicated properly with the sensor and test transmitter. The display showed the calibrate your sensor alarm properly after completion of the warm up. Pump was monitored for six days. Pump sensor lasted 146 hours before pump received a sensor expired alarm. Pump calculated sensor age properly and no unexpected cannot find sensor signal alarms or sensor connection anomaly noted. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, stuck button alarm, or lagging after the buttons were released noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.